Event description:
A "check again in 10" error message was reported with the adc device, and the customer was unable to obtain readings or obtain glucose alarms. As a result, the customer experienced "sweating, very sleepy, and had no strength to move" and was unable to self-treat, requiring third-party administration of oral sugar solution for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10" error message was reported with the adc device, and the customer was unable to obtain readings or obtain glucose alarms. As a result, the customer experienced "sweating, very sleepy, and had no strength to move" and was unable to self-treat, requiring third-party administration of oral sugar solution for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10" error message was reported with the adc device, and the customer was unable to obtain readings or obtain glucose alarms. As a result, the customer experienced "sweating, very sleepy, and had no strength to move" and was unable to self-treat, requiring third-party administration of oral sugar solution for treatment. There was no report of death or permanent impairment associated with this event.